Event description:
Complainant alleged that during a routine shift check by a clinician, it was observed that the battery housing had melted and the battery would not fit into the well. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.